Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the left ventricular lead was unable to be flushed. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.